Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a new certificate had been installed automatically on the server. A technical support specialist checked the idc logs and found that the certificate was already bound in iis, so technical support ran ids-config.bat again and logged in to the test server webpage successfully, with no certificate errors showing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server unable to authenticate on test server. The customer reported that users were unable to remove medications to the patient during the malfunction. There were no adverse events or injuries reported based on this incident.